Event description:
It was reported that during a surgical procedure the rover stopped functioning. As a result, the procedure was delayed by 30 mins. A backup rover was used to complete the procedure. There was no pt or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A f/u report will be submitted if the investigation results require.